Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements and a change in surface morphology. The lead was observed to have dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.